Event description:
During an in clinic follow up, low pacing impedance and noise resulting in oversensing was observed on the right ventricular (rv) lead. Provocative testing was performed and the noise and low impedance were reproduced. The rv lead was capped and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.